Event description:
It was reported that there were episodes of intermittent t-wave oversensing and occasional noise. The patient will have the implantable loop recorder (ilr) reprogrammed in the near future and caller was looking for suggestions to decrease oversensing. It was also noted that the patient has occasional ectopic heart beats. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.